Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found.

Event description:
It was reported the patient presented to the emergency room because of symptoms. Lead impedance was undefined, indicating the possibility of a connector issue. An x-ray was taken and appeared normal. It was observed that at follow-up visits, implant detect had never completed. When the pocket was opened to check the leads, both leads pulled out. The setscrews were never tightened. The device was removed and replaced because there was blood in the header. No further patient complications have been reported as a result of this event.